Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump's total daily dose and basal history added up correctly and reflected the user's programmed basal rates. There were no alarms or warnings in the alarm history indicating an interruption in delivery. Accuracy testing was performed on the pump and no delivery defects were found. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was inaccurately delivering insulin. The reporter stated that the patient had a blood glucose level under 70 mg/dl but over 40 mg/dl with no symptoms of hypoglycemia. The alleged blood glucose excursion does not meet the criteria for an adverse event. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.